Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the water tightness of the cable unit was lost. Based on the results of the investigation, it is likely that the poor contact of the camera unit leading to the focus not working and the loss of water tightness was caused by component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera went out of focus. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera went out of focus. There were no reports of patient harm.